Manufacturer narrative:
Updated: d4 lot#, d4 expiration date, d8, d10, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, a definitive root cause of the observed detached cover/rubber sheathing could not be determined, it is likely the issue was the result of component failure due to repetitive use stress and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rubbery piece or cover at the tip of the cysto-nephro videoscope came off. The issue occurred during reprocessing. There were no reports of patient involvement.